Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring failed to load as the seals remained inside of the loading devices. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to mfrs # 2242352-2013-00208, and 2242352-2013-01271 for the related report.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. Visual inspection determined that the delivery device was returned outside the loading device. The tension spring, the seal and the anchor tab were in the body of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).